Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. Lead damage was suspected and could not be confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.